Event description:
It was reported that the patient was experiencing a ¿bee stinging¿ sensation on the bottom of his feet when stimulation was on. The patient had neuropathy in his feet. The patient ¿sometimes¿ had impulses when stimulation was turned off. The patient typically turned stimulation off before bed and felt ¿light¿ stimulation, but by morning the stimulation was gone. The patient turned off stimulation the night before this report, but was still feeling stimulation. The stimulation was not ¿real high,¿ but was just enough to ¿bug¿ the patient. The stimulation felt like it was at 1.0 v. The patient typically had stimulation set to 1.0 v, but had turned it up to 2 or 3 v while more active. The patient saw a ¿gas tank¿ icon on the programmer and it said, ¿60-¿. It was stated, the patient may have had adjusted it by mistake. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3587a25 lot# n197315, implanted: 2009 (B)(6); product type lead product ID 3708340 lot# serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).